Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Event description:
A nurse reported that recently trocars have been leaking. Additional information was provided by the reporter. At the beginning of the surgery bss "bubbled" from the trocar. Surgery was finished without trocar replacement. No patient harm reported. Additional information has been requested and received. This is one of two reports being filled for this facility. This report refers to one of the two lots.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, seven 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product's acceptance criteria. No sample was returned and the device history record review of the lot number provided indicated product was released according to the product's acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. In order to improve performance of the valve a nonconforming investigation was opened and identified further actions to improve valve performance.